Manufacturer narrative:
(B)(4). The initial MDR submission stated sample availability was unknown; however, the sample was actually discarded. Additional information: an engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use, during drain. The baxter technical service representative (tsr) explained to the home patient (hp) that he should not disconnect in the drain cycle, only in dwell. The tsr instructed the hp to start over using new supplies or use a manual exchange. The hp followed this advice and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated they did not receive much training on the cycler and thought that they could disconnect at any point during therapy. The cg stated she discarded the sample and did not know the lot number. The cg stated the patient was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.